Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The patient's daughter reported that the patient had blisters under all of the electrodes. During a follow-up, the patient reported that she went to the doctor and discussed the irritation. The doctor reported that she didn't have to wear the lifevest and they would find her an alternative solution. She reported that the blisters were healing. There was no alleged device malfunction.